Manufacturer narrative:
(B)(6).

Event description:
It was reported that the werewolf was not recognizing the flow 90 wands, they tried 2 different wands and they same thing happened. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed corrosion in the flow 50 port. A functional evaluation revealed the flow 50 settings could not be tested due to the unit not detecting the flow wand when plugged in. The unit was opened and found no issues. The complaint was confirmed. Factors that could have contributed to the corrosion, include improper cleaning and sterilization methods. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.